Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor reading and blood glucose reading were not accurate. Customer stated that I was way off 30-100 points. Customer stated data was not uploaded to carelink. No further information provided.